Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a plum set that leaked an unspecified chemotherapy. Droplets were seeping out from the small hole on tubing filter. No additional information was provided.